Manufacturer narrative:
Approximate age of device ¿ 5 years 6 months 29 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the log file captured a pump stop and driveline fault. The pump stops occurred during a mock test and no adverse patient impact was reported. Patient was also having a perc lead repair during this time. No additional information was reported.

Event description:
Additional information: it was reported that the patient¿s driveline was successfully repaired. There have been no further speed drops since the procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed, low flow, and driveline fault alarms, as well as pump stop event, were confirmed via the evaluation of the log file data provided by the account. The alarms captured in the log file appear consistent with potential driveline wire compromise, which was confirmed in MFR. Report number 2916596-2019-00298. The submitted log file contained relevant data spanning from 01jan2019 at 13:33:32 to 10jan2019 at 11:20:33, per the timestamp. Low speed and low flow alarms were captured on (B)(6) 2019 at 13:48:41 while the device was supported with the power module and were associated with a pump stop event. A driveline fault associated with a yellow wrench advisory was captured on (B)(6) 2019 at 13:54:20. No other notable alarms were captured in the remainder of the submitted data. It was reported that the patient was having an external driveline repair at the time of the alarms (refer to MFR. Report number 2916596-2019-00298). The patient was asymptomatic at the time of the event and no further alarms have been reported since. The patient remains going on (B)(4). The heartmate ii lvas IFU and the patient handbook contain sections on caring for the driveline and outline the indications driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.